Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 175 mmol/l, and the repeated result was 139 mmol/l. Patient 2: the initial result was 162 mmol/l, and the repeated result was 136 mmol/l. The samples were repeated because delta checks were observed. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found that the vacuum rinse tube was broken. He replaced the vacuum rinse tube and performed instrument checks and tests, which resolved the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.